Event description:
Product labeled powder free. Soon after putting gloves on for the first time noted itching and scratching. Developed hives and swelling to extent that it required visit to ER in pm. Could not see powder in gloves but the gloves have a different feel on the inside than previous powder-free gloves being used.